Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the 30-degree endoscope plus and the image was normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with urinary diversion surgical procedure, the 30-degree endoscope plus image was inverted and could not be focused. The issue was resolved by replacing the endoscope. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information: the 30-degree endoscope plus was used during reported issue.